Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to verify or reproduce the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not power on, during the first attempt. After a second attempt, by another person, the device did power on, and was used to provide defibrillation energy to a patient. The patient survived the reported event.